Event description:
New information notes that patient had received inappropriate anti-tachycardia pacing due to right ventricular over-sensing. The implantabe cardioverter defibrillator was explanted and the lead was capped and replaced on (B)(6) 2019.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic with low right ventricular lead impedance and non-sustained right ventricular oversensing (nsrvo) alerts. Noise was noted on several nsrvos. Transient undersensing was noted on the right ventricular channel, some on true supra-ventricular tachycardia (svt) episodes. T-wave oversensing was also noted as a result of sensed low amplitude r-waves. Isometrics and pocket manipulation yielded no noise or out of range impedance readings. The physician elected to make no programming changes. Instead, a generator change and lead revision was planned. The patient was stable. Related manufacturer reference number: 2017865-2019-12572.